Manufacturer narrative:
During a follow up call on (B)(6) 2016, the customer confirmed that the settings had been changed and customer's elevated bg levels have been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels since february. Reportedly, the highest bg level the customer experienced was 401 mg/dl; however, bg level is in the 200's (mg/dl) most of the time. The customer delivers correction boluses and uses manual injections to address bg level. Reportedly, the suspected cause of the bg level was due to the settings needing adjustment; however, the customer stated health care provider (hcp) will not increase the customer's basal settings. The customer declined a system check with tandem technical support. It was confirmed that the customer would consult with tandem territory manager for further assistance.